Event description:
It was reported that when using the bd pyxis¿ medbank tower customer tried to log in under line-item management name was correct, but in company it was a different name, fingerprint was not reading when user tried to log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a application failure. A technical support specialist remoted into all three cabinets, confirmed they were on the same network, and uploaded the new firewall rules. The specialist verified that the cabinets were able to point to the sync and confirmed that patients from myqlink were appearing on all three cabinets, which were also displaying the company name. The cabinet settings from the sync, including items such as the fingerprint reader and reboot time, were copied to the cabinets, the name of the second station was updated, and the customer was able to log in as normal. The system functioned as intended after the technical support specialist troubleshot the device.